Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a laparoscopic lobectomy, the surgeon was able to press the green button but the stapler was not able to fire. It was stated that the trigger of the gauntlet broke off. It was also stated that they had noise. They changed to device to complete the case. There was no patient injury.